Manufacturer narrative:
City of initial reporter (e1) is updated to wörth. Radiometer investigations of the provided data logs did not identified any errors, and suggest it could be due to problem with sample handling or sample aspiration. Hence the root cause is pre-analytical error.

Event description:
According to the complaint, samples were measured on the abl90 flex analyzer (serial number: (B)(6)) and the following hemoglobin (thb) results were obtained: 1) (B)(6) 2025, 00:45 : 4.6g/dl 2) (B)(6) 2025, 00:50 : 14.1g/dl (comparison measured on another analyzer). Based on these measurements and the patient condition, the 4.6g/dl thb measurement is reported as false low. No reports of death or serious injury.